Event description:
It was reported, the electrosurgical generator esg-400 had an error e433 (reboot condition). The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was evaluated by olympus on a on site visit for inspection, and the reportable malfunction was confirmed. New information was added to the following fields: h3 and h6. Correction: g2 (company representative was inadvertently selected on initial mw and should have been blank). Correction: this report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the field service engineer onsite visit, it is presumed that the cause could be due to a faulty footswitch, however, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.